Event description:
This report is based on information provided by philips bench repair personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator indicating that defibrillation failure when passing the test. There was no patient involvement. Based on the information available, the root cause of the reported issue is due to the defective high voltage condenser. However, as the device is eol (end of life) no work performed by philips. No CAPA will be initiated based on this record; a corrective action will be initiated if a trend is discovered through periodic monitoring. A review of the risk management file was performed, and it was determined that this complaint is a reportable malfunction. Regulatory reports have been submitted per regulations. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. Device is eol and no work performed by philips. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.